Event description:
Reportable based on device analysis completed on 15may2025. It was reported that the device was difficult to insert. An express-vascular ld balloon expandable stent was selected for use. During the procedure, the device was difficult to insert into a 7f sheath. The procedure was completed successfully with a different device of the same model. There were no patient complications as a result of this event. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
Device eval by MFR: as per the IFU the minimum sheath size to be used with this device is 6fr. The customer's 7fr sheath was not returned for analysis. A visual examination found the first 2 rows of distal stent struts to be damaged. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device.